Event description:
Customer reportedly lost ECG waveform and hr values. Respiration rate values and trends were available. When customer has selected 3-leads in ECG menu, the ECG waveform and hr value displayed. At that time, patient was reportedly in asystole. Patient was reportedly resuscitated, however, died later that day. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under law, patient information is considered confidential and will not be released by the hospital.